Manufacturer narrative:
Insulin pump alarmed prime during prime test, due to moisture damage on force sensor. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and cracked belt clip slot.

Event description:
It was reported that the customer received a prime rewind alarm and insulin was squirting out of the insulin pump during a manual prime. The customer's blood glucose was 132 mg/dl. The customer was disconnected from the insulin pump at the time. The piston would continue to move forward after reservoir contact. No numbers appeared on the screen and no beeps were heard. It was impossible to leave the prime sequence. The customer attempted this with different sets. The insulin pump was reportedly not bumped, dropped, or exposed to water. The drive support cap appeared normal. The customer did not press the cap in while connected. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).